Event description:
The manufacturer was notified on (B)(4) 2015 that mitroflow valve (lxa, size19) that was implanted in 2009 was explanted on (B)(6) 2015. The valve presented a perivalvular leak since it was implanted and structural valve deterioration was diagnosed in 2014. The patient required explantation in 2015.

Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve were pulled and being reviewed by quality control at sorin group (B)(4) inc. Histopathological evaluation will be performed upon receipt of the device.